Manufacturer narrative:
The reported event of inadequate capture was not confirmed. A complete lead was returned for analysis. Final analysis found no indication of conductor fractures or internal shorts. No other anomalies were noted except for procedural damage.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was not used and replaced on (B)(6) 2024. The patient was in stable condition.